Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the customer experienced difficulty charging the pump with the wall adapter and usb cable. Reportedly, the customer was able to charge the pump with an alternate wall adapter and cable. Customer¿s blood glucose value was 135-150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.